Event description:
It was reported that, "the patient was dislocating so the surgeon revised."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: pca stem.